Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported pump was over delivering the insulin. The customer reported a blood glucose value of 50 mg/dl. The customer treated with juice for low blood glucose. The event involved product(s) mmt-431ag, mmt-342, mmt-1884. Troubleshooting was performed. The customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Mmt-431ag, mmt-342, mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 08-jun-2025 listed on smartsolve due to insufficient data in the trace/history files. Pump passed the dat at 0.8735 inches. Unit care link and pump history was download successfully. Tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with cracked keypad overlay. Unit passed required testing. Not confirmed possible over delivery anomaly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.